Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
A patient reported that following mynx vascular closure, it felt like they were experiencing a heart attack. No other device was implanted.

Manufacturer narrative:
Section outcomes attributed to adverse event: is being corrected to removed serious injury based on new information. Complaint conclusion: a patient reported that following mynx vascular closure, it felt like they were experiencing a heart attack. No other device was implanted. Additional information indicated that an MRI and a CT scan were performed which showed an aneurysm in the patient¿s brain for which the patient underwent a catheterization procedure. The patient is allergic to dye and reported to have made the doctor aware of this; however, contrast was used during the procedure. Following the procedure, a mynx vascular closure device (vcd) was used for closure. The patient was sent home the same day. A lump was noted on the right groin on the same day of the procedure, which was described as approximately one (1) inch in size (or 2 ½ centimeters). The lump felt like a cement rock which was believed to be sitting on a nerve which was causing excruciating pain every time the patient would try to walk. The patient spent 3 weeks in bed without being able to walk due to the painful lump. In the patient¿s opinion, nothing went wrong with the mynx vcd, the experienced event has to do with the doctor using the product incorrectly. No swelling nor bleeding was experienced. The lump has gone down in size on its own. Seven weeks after the vcd procedure, the lump was noted to be the size of a small marble. The patient has not experienced a fever. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the reported information and without the return of the actual device, the event reported as hematoma could not be confirmed and the root cause could not be determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (03/19/2018) additional information indicated that an MRI and a cat scan were performed which showed an aneurysm in the patient¿s brain for which the patient underwent a catheterization procedure. The patient is allergic to dye and reported to have made the doctor aware of this; however, contrast was used during the procedure. Following the procedure a mynx vascular closure device (vcd) was used for closure. The patient was sent home the same day. A lump was noted on the right groin on the same day of the procedure, which was described as approximately one (1) inch in size (or 2 ½ centimeters). The lump felt like a cement rock which was believed to be sitting on a nerve which was causing excruciating pain every time the patient would try to walk. The patient spent 3 weeks in bed without being able to walk due to the painful lump. In the patient¿s opinion nothing went wrong with the mynx vcd, the experienced event has to do with the doctor using the product incorrectly. No swelling nor bleeding was experienced. The lump has gone down in size on it¿s own. Seven weeks after the vcd procedure, the lump was noted to be the size of a small marble. The patient has not experienced a fever.